Event description:
(B)(6) 2022, staples were loose from the device prior to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2022 staples were loose from the device prior to the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73c2100490 was manufactured on 03/16/2021 a total of (B)(4) pieces. Lot was released on 03/26/2021. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) staplers were taken from the current production from p/n (B)(6) visistat 35w 6/box lot# 73c2200775 the staplers were visually inspected and issue reported "loose parts - staples" was not observed in the current manufacturing process. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
Qn#(B)(4) DHR review could not be conducted since the lot number was not provided. A verification of failure mode reported in the current manufacturing process was conducted as follows: 200 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73c2200775 the staplers were visually inspected and issue reported "loose parts - staples" was not observed in the current manufacturing process. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
(B)(6) 2022, staples were loose from the device prior to the patient.